Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that since implant the threshold on the right ventricular lead had been increasing. At a recent follow-up the battery voltage on the implantable cardioverter defibrillator (ICD) had unexpected longevity of less than five months. The lead and ICD remain in use. No patient complications have been reported as a result of this event.